Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin for the basal and bolus delivery. No adverse event was reported. The infusion device was requested to be returned for product evaluation.